Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the lead tip was found to be bent in the operation. The lead was replaced with a new lead. The cause of the issue was not determined. The patient was in the hospital for observation. The issue was resolved at the time of the report.

Manufacturer narrative:
Analysis of the lead had shown that the distal end was bent. If information is provided in the future, a supplemental report will be issued.